Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation due to an FDA audit observation. This information was received from the hvad destination therapy post approval study. Product event summary: the ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient experienced mild right heart failure two days after the implant procedure. The patient's central venous pressure, total bilirubin, and creatinine levels were abnormal and they further received inotropic support. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, right ventricular failure, hemolysis, and renal dysfunction are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was reported that the patient experienced mild right heart failure two days after the ventricular assist device (vad) implant procedure. The patient's total bilirubin and creatinine levels were abnormal and their central venous pressure was a maximum of 26. The patient received inotropic support for sixteen days after the implant procedure and the vad remains in use. No further patient complications have been reported as a result of this event.